Manufacturer narrative:
Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(4), ubd: 12-aug-2017, UDI#: (B)(4) ; product ID: neu_unknown_lead, serial/lot #: (B)(4), ubd: 12-aug-2017; product ID: neu_unknown_lead, serial/lot #: (B)(4), ubd: 12-aug-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went for operation to replace an older model ins for a newer model due to elective replacement indicator (eri) of the older model ins. It was noted that the patient had one 1x8 lead and two subcutaneous 1x4 leads used in a 2x4 configuration. A preoperative impedance check with the older ins showed all impedance values ok expect for electrode 15. Photographs of the clinician programmer showing impedance results were provided and they showed pairs 0 & 15, 1 & 15, 2 & 15, and 3 & 15 having impedance >10000 ohms. Pairs 0 & 14, 1 & 14, 2 & 14, and 3 & 14 showed impedance values of 8263 ohms, 9916 ohms, 9171 ohms, and 9196 ohms. Not all pairs were displayed. Other displayed pairs were within normal limits ranging from 768 ohms to 2923 ohms. Peroperative impedance testing with the new ins connected showed all electrodes greater than 40000 ohms. Photographs of the clinician tablet showing impedance results were provided, and all pairs shown were 40000 ohms. They cleaned the electrodes multiple times but impedance kept measuring greater than 40000 ohms. They reconnected the old ins, and oddly enough impedance was around 1000 ohms. The hcp called multiple technical consultants from the manufacturer. The hcp checked everything including that the screws were correctly connected. The hcp suspected that there was something wrong with the new ins battery and wanted to check the battery. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. The old ins was implanted again, and a new operation was planned for a new ins on (B)(6) 2019. The new model ins was to be used, but if they see high impedance they would use an older model ins. The issue was not resolved as of (B)(6) 2019. No symptoms were reported, and the patient was alive with no injury. Additional information was received from the rep. Device identifiers and implant dates were provided. It was reported that on (B)(6) 2019, they implanted one of the new model ins without problems and with normal impedance. It was noted that this information was confirmed with the physician/account. No further complications were anticipated.